Event description:
A ventilator was returned to a third party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer for further investigation. The proportional valve was found to be the cause of the component failure.

Manufacturer narrative:
Only the replaced component was returned to the manufacturer for investigation.